Event description:
Healthcare professional (hcp) reported patient was injected with 0.5ml of juvéderm® ultra smile in the lips. About 10 months later, patient was injected with juvéderm® volux¿ in the chin. About 10 months later, patient had a bad hypersensitivity after a viral infection. It settled on it¿s own but was severe enough so dissolved the lips. Symptoms has been resolved. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volux¿

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, changed, and/or corrected data:e1.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.5ml of juvéderm® ultra smile in the lips. About 10 months later, patient was injected with juvéderm® volux¿ in the chin. About 10 months later, patient had a bad hypersensitivity after a viral infection. It settled on it¿s own but was severe enough so dissolved the lips. Symptoms has been resolved. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-26419). This MDR is being submitted for the first suspect product, juvéderm® volux¿.